Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the hv lead impedance was not measured prior to dft testing. Once the pocket was closed decreased within range hv lead impedance was observed. It was discussed that the impedance could be a result of a lead positioning or possible scar tissue. Patient will be monitored.